Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received: another device was used to anastomose on the site that was slightly displaced from the initial one. The anvil was placed as it was and another device was used to complete the case. The patient¿s condition is stable as of the 1st postoperative day. The follow-up observations will continue carefully about a week. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open esophagectomy, the device did not function at the 1st firing. The battery was replaced, but the issue did not improve. The device was used between the esophagus and the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.